Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was being used to clip the vessels. A crunch noise was heard and the device lockout out, the clips fell out. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the mfg process.